Event description:
Customer reported leaking at the filter site.

Manufacturer narrative:
Products were not returned for investigation. However, the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from luer vendor does not meet specification. An hhe has indicated no critical or catastrophic harm from this failure.